Manufacturer narrative:
After receiving notification regarding the malfunction, a message was left on the initial reporter's voice mail on (B)(4) /2013 to discuss the event. Another call to the initial reporter was made on (B)(4) 2013. The initial reporter directed inquiries to (B)(6), and message was left with her on (B)(4) 2013. A second attempt was made for contact on (B)(4) 2013. A third attempt was made on (B)(4) 2013, and again, a message was left regarding discussion of the incident. Also on the same day, the initial reporter was contacted regarding the failed attempts to contact (B)(6). An email was sent by the initial reporter to (B)(6) on behalf of the importer requesting contact. A phone call was received from (B)(6) on behalf of the importer requesting contact. A phone call was received from (B)(6)and a discussion ensued regarding the incident. In the discussion, a request was made by the importer's contact to have the device returned so that it could be forwarded to the manufacturer for evaluation. It was explained that retrieving the device would be difficult. It was conveyed by the importer's contact that it was necessary to have custody of the device in order to perform a thorough investigation and that any attempt to secure it would be appreciated. Another phone call was made on (B)(4) 2013 requesting the possible return of the device.

Event description:
The screw holding the round disc of an innomed knee retractor sheered off during a case. This caused a portion of the screw and retractor to come off the device. The retractor was removed from the patient's knee and all pieces were accounted for at the end of the case. No injuries were sustained by the patient.